Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer¿s blood glucose was 400 mg/dl and 348 mg/dl. The customer reported that they were kicked out of auto mode due to high blood glucose. The device will not be returned for analysis.